Event description:
It was reported that the brading (cross fibers) was not attached to the distal end of the balloon. This was noticed upon the initial inflation. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, there ws no visual defects noted with the shaft or the bifurcate of the catheter. The proximal end of the balloon appeared intact. The proximal cone of the balloon had the circumferential fibers separated and they appeared torn. Those fibers had slid proximally down the cone and had bunched at the proximal cone to neck transition. Attempted to insert an .035 inch guide wire proximally through the bifurcate and met resistance at the y-hub. The guide wire, upon removal, was covered with dried blood. Attempted to insert the guide wire through the distal tip of the catheter and could only pass up to the blockage in the y-hub area. Immersed the balloon catheter into a warm water bath. Attempted to inflate the balloon with air and was able to inflate to approximately 3 atm with no noted leaks or problems. Deflated the balloon and re-inflated with water to approximately 24 atm rbp (rated burst pressure) and the balloon burst at the proximal cone ,where only the pet base balloon was exposed. At this point, no further evaluation could be performed on the returned sample. The result of the investigation was confirmed for the balloon fibers separating, root cause unk. It is unk if patient or procedural issues contributed to this event. The current IFU (instructions for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.